Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause of the breakdown of the cable, which caused the issue, was due the handling of the user. The instructions for use (IFU) provides the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. There is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation found the intermittent image issue was due to a faulty cable unit. In addition, there was moisture in the charge-coupled device (ccd) lens and fluid invasion in the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The high definition (hd) 3cmos camera head was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a malfunction of an intermittent image. There was no reported patient involvement.